Event description:
New information received notes that the patient's implantable cardioverter defibrillator had a bluetooth reset performed and a transmission was successfully sent.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a bluetooth telemetry issue. No intervention was performed. There were no patient consequences.